Event description:
Visited office for lasik surgery, advised that implants would be placed to correct vision. Prior to visit for lasik, have been monitored for years by family doctor as a high suspect for glaucoma. Referred to glaucoma specialists by lasik doctor for clearance, due to high suspect. Clearance provided by glaucoma specialist to proceed with lasik surgery procedure. The yag laser iridotomy was performed -counted approx 50 zaps to the eye- before being advised that brown eyes are harder to perform these openings opposed to blue eyes and would have to schedule an appointment at the surgery ctr the next day to have the opening performed. After performing the implant, the fluid in the eye was not draining properly and caused the implant to be positioned in a bowed fashion. Many eye drops and water pills were prescribed/dispensed before giving the option to have the implant removed or a smaller one implanted. Eye pressure in each eye was averaging in the 20's to upper 30's. When referred back to the glaucoma specialist, advised that it could become increasingly expensive to keep prescribing eye drops to lower the eye pressures. The decision was made by the patient to have the implants removed. Now that the procedure has been reversed, the lasik doctors then advised of the formation of cataracts. The residual affects since the reversal of the surgery are: headaches, throbbing aches in the back of the eye, dry eyes, halos around lights/objects, blurred vision -sometimes the use of readers to assist with reading small print causes increased blurriness-, anxiety causing pt to sometimes pull onto the shoulder of the freeway when driving during dusk/dawn/night because the lights from oncoming traffic appears to be in the same lane as the driver, constant twitching of the eye lids, increased blinking to bring objects into focus, flashing lights, black floater resembling ashes, something resembling the settling of water along the lower surface of the eye on a very clear day and dried drainage around the eyes some mornings upon awakening. Prior to surgery, no cataract seen or diagnosed. Upon final appointment, advised by the lasik doctors of the formation of cataracts. The eye drops - containing steroid- prescribed for the eyes after each surgical procedures caused darkening of the hands during the time of use. In assuming that there was no charge due to the reversal, only to learn that it was nonrefundable and advised that this has been the only case that they have had whereas the procedure was not a success. Upon making a plea to the doctor that nothing was gained from the procedure, a partial refund was given. Dose: one drop. Frequency: 2-3 x's. Route: intraocular. Dates of use: 2009. Diagnosis: after surgical procedure for healing. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.